Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka), strep and blood glucose (bg) values that reached 400 mg/dl. The patient had ketones, a headache and was nauseous. For treatment, the patient was given 2 bags of fluids and a shot of antibiotics. The patient was discharged after 8 hours. The cannula was bent while wearing the pod between 24 and 36 hours on the arm.